Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 407 mg/dl at the time of the incident. Customer was treated with insulin pump. Customer stated insulin pump had power loss alarm and they were able to clear the alarm and also had low battery alert. Customer had not received multiple power loss alarm when batteries were out of the insulin pump less than 10 minutes. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.